Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# unknown, product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the lead model number was reported).

Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# unknown, product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown, (B)(4). Product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study during the trial. It was reported that the right lead migrated down by 1 electrode space; the device diagnosis was a lead migration/dislodgement. It was noted that the event resulted in an unscheduled clinic/office visit, and was related to the device or therapy and not related to the implant procedure. Diagnostics performed included imaging, with results of the migration. Interventions taken included reprogramming the neurostimulator. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2017. No patient symptoms were reported. No further complications were reported/anticipated.